Event description:
Unomedical reference number (B)(4). Event occurred in united states. The patient reported that the infusion set tubing had detached from the cannula connector piece. The blood glucose level at the time of the event was in the 300 mg/dl and she did not notice any damage when the package was first opened. No further information available.